Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed the pump display turned on when plugged into a power source. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level of 600-700 mg/dl and a large ketone level identified as dangerous by customer's healthcare provider. Treatment was administered via intravenous fluids and zofran for nausea reportedly, customer left the ER 4-6 hours later with customer in stable condition (bg approximately 100 mg/dl).